Event description:
As reported by our affiliates in japan, a tavi procedure was performed via transfemoral approach using a 26 mm sapien 3 ultra resilia (s3ur) valve. The tavi procedure was proceeding as planned, but hemodynamic instability occurred at the timing of pre-dilatation. ECMO was inserted, and the s3ur valve was urgently deployed. The s3ur valve was successfully implanted; however, ventricular fibrillation (vf) occurred, and several sessions of direct current cardioversion (dc) were performed. Before initiating ECMO support, blood pressure was restored, but vf recurred, requiring additional dc shocks. Subsequently, blood pressure stabilized, and percutaneous cardiopulmonary support and intra-aortic balloon pumping were inserted, after which the patient was transferred out of the operating room.

Manufacturer narrative:
Per the instructions for use (IFU), arrhythmias are potential adverse events associated with balloon valvuloplasty, the use of local and/or general anesthesia, bioprosthetic heart valves, and the overall transcatheter valve replacement (tvr) procedure. Peri-procedural ventricular arrhythmias can be associated with patient and procedural factors such as poor ventricular function, inadequate coronary perfusion, hypovolemia, annular rupture/ aortic dissection, cardiac tamponade, wire, and catheter manipulation, and prolonged or repetitive runs of rapid pacing. During the transapical approach tvr procedure, ventricular arrhythmias can also be associated with apical access and/or significant bleeding from the access site. These patients can be non-operative or high risk, have complex medical histories and have multiple co-morbidities. They are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative arrhythmias and hypotension are not uncommon and are treated with standard therapies, including additional vasoactive drugs or electrical conversion. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate the distribution of these vasoactive drugs. If these standard maneuvers are not adequate, initiation of cardiopulmonary bypass (cpb), insertion of intra-aortic balloon pump, and/or conversion to open surgery may be required. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The cause of the event remains indeterminable. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.